Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. In the opinion of cvrx's physician consultant, the root cause of the patient's pain was unable to be determined but did not seem to be related to barostim and may be related to the pateint's personality. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026 and last titrated from 0.0 to 2.0ma on (B)(6) 2026. It was noted the patient had been experiencing full-body pain, and barostim therapy was turned off on (B)(6) 2026. In the opinion of the physician, the pain was not caused or contributed to by barostim as the pain was full-body. However, the patient self-admitted to the hospital on (B)(6) 2026 due to pain. The patient reported on (B)(6) 2026, that they were still experiencing pain around the csl location and remained hospitalized. The physician was trying holistic treatments, and a barostim explant occurred on (B)(6) 2026.